Event description:
It was reported that the patient presented in the operating room due to infection, endocarditis, and right atrial lead vegetation. During the procedure, it was noted that the pocket was eroded and the patient had a large posterior pericardial effusion. The pacemaker, right atrial lead, and right ventricular lead were explanted. The patient did well and there were no complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.